Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) implantation surgery, patient had blurred visual acuity. Clinical reason was mentioned as myopic outcome. The iol was exchanged approximately 7 months following the initial implant procedure.